Event description:
It was reported that the customer experienced issues with the pump's touchscreen responsiveness, which was attributed to water damage after the pump was used during a spring event. The touchscreen was frozen, preventing interaction, but there was no adverse impact on the customer's blood glucose level. The customer's blood glucose level did not exceed 500 mg/dl. The customer was informed that a replacement pump would be sent, and they would switch to multiple daily injections (mdi) as a backup insulin delivery method. Technical support arranged to send a new pump and provided necessary instructions for the customer.